Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the spare reamer tube broke on one end when it was being introduced in the bone. The broken part was retrieved. Reportedly, the patients bone was very hard and probably wore the material. The material was removed from the patients bone by the surgeon. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was received and confirmed to be broken. The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the ao/asif specification and within the international standard (1.4442). The broken surface shows no irregularities, what indicates material conformity to the specification as well. The investigation of the complained reamer tube has shown that two teeth are totally cracked and broken off. Also all the teeth are worn out. This is evidence that the reamer came in contact with a metallic part.